Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No physical sample was provided for evaluation; however, a video of the reported defect was provided. The set was visually evaluated via the video and fluid was seen coming from the distal connector even though the roller clamp was activated. The video and all available information were forwarded to the supplier for further evaluation. Based on the supplier's statement, the defect was present in the video; however, the supplier was unable to perform a thorough investigation without the physical sample. Further investigation of the complaint is not possible.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: a set was leaking while the roller clamp and slide clamp above the filter were closed.